Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with a low non zero force. The pump was exercised for 24 hours and no loss of prime warnings were duplicated. The pump passed a force sensor calibration test. There were cracks in the battery compartment along the side and from the bottom traveling to the bumper. The audio bolus button cover was torn but still responsive.